Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 600 mg/dl. A correction injection via manual injections was administered to address bg level. Reportedly, intervention was needed to address bg level with assistance from an emt and hcp. No ketones were discussed with an hcp. The customer reverted to manual injections for insulin therapy.event did not cause any injury.